Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer¿s blood glucose (bg) dropped below 40 (mg/dl). Customer's husband assisted by administering a glucagon shot to treat the low bg. The customer's blood glucose also elevated to 550 (mg/dl) which was treated by delivering a bolus via the pump. Reportedly the customer continued to use the pump for insulin therapy.